Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: physician and assist determined trocar was leaking so they decided to use a different trocar; removed the leaking pediport from pt. When they went back inside the pt they found a piece of the grey trocar seal inside the pt. It had disassembled from the trocar. There was no tissue damage. There was no unanticipated blood loss of 500cc or more.